Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low neutrophils (ne%) and high lymphocytes (ly%) differential results generated by the coulter lh 750 analyzer for one patient. The results were reported out of the lab. The specimen was re-tested on two different instruments and on a competitor hematology instrument and recovered higher ne% and lower ly% differential results. The customer considered the rerun results to be correct. A manual differential was performed that confirmed the rerun differential results. A corrected report was sent out. Based on available information, there was no change to patient treatment as a result of this event.

Manufacturer narrative:
The specimen was collected in a greiner edta vacutainer tube. Qc is run every 8 hours. Qc run before and after the event recovered within assay ranges. The customer ran 50 patient specimens after the event to verify the instrument operations. Service was not dispatched for this event. The lh 750 instrument's sensitivity is set at mid level for blasts and variant lymphs. The instrument would have generated a suspect blast flag at the highest instrument sensitivity level (which alerts the operator to further review the specimen). Raw data analysis found no indication of an instrument malfunction. Beckman coulter inc. (Bci) does not claim to identify every abnormality in all samples. Bci suggests using all available flagging options to optimize the sensitivity of instrument results based on patient population. The root cause for this event is unknown.